Event description:
The advocate called for help with the customer's meter. He tested his blood glucose and received a reading of 350 mg/dl using the customer's breeze2 meter. He retested using another meter and received a reading of 120 mg/dl. The difference between the meter readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer's test strips are to be returned for eval. Replacement test strips were sent to the customer.